Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited t-wave oversensing, changes in morphology, resulting in an inappropriate shock. A request was made to have data from this device analyzed. Technical service (ts) consultant reviewed device data, and provided recommendations for troubleshooting. This device remains implanted. No adverse patient effects were reported.